Manufacturer narrative:
Analysis on the returned mobile view station (mvs) computer resulted in no failure being found through functional testing, performance testing, visual/physical examination, and usability inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was with the 4th ram. The representative replaced the pair 2&4 and also replaced the computer. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) monitor is black. There is a "new beep" coming from the computer. There was no patient present when this issue was identified.